Manufacturer narrative:
Additional narrative: a review of the device history records was completed: the device history record release check list does not show any non-conformity. Review of lot number 5753237 shows that the parts were processed within specification. Review of the device history records shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, the pro-disc-c was removed because the patient complained of pain. The patient underwent a total disc replacement at c5-c6 with a prodisc-c on an unknown date. The patient was revised at c5-c6 to a plate and spacer. There was no reported surgical delay. There was no reported product problem. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Pt identifier: (B)(6). Pt weight reported as (B)(6). Event date: unknown. Implant date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.